Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation procedure with unspecified mentor gel breast prostheses and suffered several unexplained systemic symptoms, including dispersion, dysphagia, spaja syndrome, hashimoto¿s disease, hair loss, brain fog, vision problems, weight loss, dry peeling skin, ibs, and vitiligo. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation with no replacement devices on (B)(6) 2018. Both explanted implants were noted to have intact shells but had silicone bleeding. The devices were discarded after explantation surgery. This medwatch report is for the patient¿s left breast prosthesis.